Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported high impedance issues on some electrodes. Electrode 1- 28,000, stimulation was experienced in incorrect location. Troubleshooting was performed by reprogramming around electrode 1- mapping out locations. Patient only feels in hands, not neck, shoulders where needed. X-ray taken if leads with slight migration of right lead by 1 electrode moved more midline from implant photo. Patient reports having 2 falls in the past year where rep thinks it might be the cause of patient's reported events. Patient also reports on having some return of pains. Rep saw patient yesterday reprogrammed hf (how she was originally programmed w great relief) pt reports stimulator hasn¿t been taking care of pain for 2-3 months after last fall. Md recommended paddle lead for stability pt history of falls pt report of falling often. Md will refer pt to spine surgeon if pain relief unsatisfactory after reprogram. Rep reprogrammed electrodes 14/15 hf since they were the most right electrodes on x-ray. Mapping on all elec trodes provided stimulation only in hands. Issue was not resolved and is ongoing.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a175, serial: (B)(6); product type: 0200-lead; . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they fell and broke a couple leads last (B)(6) 2023, so they had to go back in (B)(6) 2023 to have surgery to have their ins replaced.

Manufacturer narrative:
Continuation of d10: product ID: 977a175, serial# (B)(6), implanted: (B)(6) 2018, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a175 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a175, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6)2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.